Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. However, it was subsequently determined that there was no device malfunction; rather, the user thought that there were wires on both sides of the jaw. This device is designed with only one wire. When the customer saw only one wire, they assumed one had dislodged inside the pt. The customer was made aware of the configuration of the device. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure using the hemopro device, a piece of the jaw broke off the hemopro and fell into the pt's right leg. They searched the leg by opening up the incision and were unable to locate the piece. An x-ray was taken and the result was negative.